Manufacturer narrative:
Batch record review of lot c312 was conducted. There were no non conformances for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. CAPA (B)(4) has already been opened to investigate cellex pressure dome leaks. Service order (B)(4) feedback: field engineer cleaned blood spill, replaced centrifuge and collect pressure transducers and ran sys checkout. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, it could not be determined if the product met specification. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report sys pressure dome leak. Customer stated there was a collect pressure alarm, and when she went to reset the alarm, she noted blood was leaking from sys pressure dome. Css asked if anyone was exposed to blood/fluids, customer stated no one was exposed since the blood was leaking from below the pressure dome. Css asked if procedure was aborted. Customer stated yes, treatment was aborted with no return of blood or products to pt. Css asked if pt was alright. Customer stated pt was stable. Customer stated she has already started another procedure for this pt on another instrument. Css asked if there were any alarms during prime, customer stated no there were no alarms during prime. Service order (B)(4) was dispatched to inspect/service the instrument. Customer did not return a product for investigation as it was already discarded.